Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The pt had a sixty degree aortic neck. There was calcium throughout the aorta and the iliacs. During the procedure a gore excluder aaa endoprosthesis aortic extender component was implanted. Upon implant, it was noted that the aortic extender component was partially covering the right renal artery. It was advised that there was a shelf of calcium at the location where the device was implanted. The physician stented the right renal artery blood flow was preserved. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.